Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. It was not report if the hernia was present prior to the start of pd therapy or if the hernia worsened after pd therapy. The cause of the event was not reported. It was reported the patient was hospitalized for the event and two other indications. Treatment for the hernia was a hernia repair. On an unknown date, the patient was discharged from the hospital. At the time of this report the patient was recovered from this hernia event. The caregiver reported pd solutions were discontinued and the patient was on hemodialysis. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.